Event description:
Attorney's report of patient's alleged two mesh explants, both implanted and explanted at separate times. Both are alleges to be 0010202's, one known lot number (43kod265). The second mesh was alleged to cause pain and gi bleeding. The mesh was waded up at explant when removed at ohio state university hospital.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our current knowledge.